Event description:
I rec'd silicone breast implants manufactured by the mentor corporation. The right breast implant was mentor catalog #350-3501, lot #5805901, serial (B)(4). Left breast implant mentor catalog #350-3501 bc, lot #5807005, serial (B)(4). Shortly after getting my breast implants, I began getting night sweats, chronic fatigue, memory loss, dry eyes, chronic hip and lower back pain, uterine fibroids and irritable bowel syndrome. I had none of these conditions prior to receiving implants. It culminated in (B)(6) of this yr when I was ultimately diagnosed with lupus. And, I had to have a hysterectomy to remove the fibroid tumors. I lost yrs of my life and my fertility and fell extremely ill from these unsafe implants. Women with auto-immune sensitivity can and will be thrown into a downward spiral when silicone is introduced into their bodies. I paid (B)(6) out of pocket for surgical expenses alone to remove the toxic implants and began feeling better within one week. My immune system went into overdrive to get these foreign invaders out of my body. It is no wonder the suicide rate among women with implants is grossly higher than the population at large. Some women become deathly ill and many may never make the association to their implants or perhaps some do but cannot afford the luxury of having them explanted. The government needs to do a better job of protecting women from the plastic surgery industry and its harmful silicone products. I am disgusted and outraged that so much harm was done to me physically and emotionally by an elective procedure. I would like to be notified when the next class action lawsuit against mentor takes place. It is not a matter of if but when. Therapy/remedies included hysterectomy, acupuncture, counseling, massage for pain management, supplements for energy and immune building.